Manufacturer narrative:
Date sent to the FDA: 11/8/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted he lysed numerous adhesions to the mesh. Once the adhesions were lysed, he found scarring from the previous mesh placement. The mesh and the scarring were removed. It was reported that the patient experienced severe pain, nausea, inflammation and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/3/2021. Additional b5 narrative: it was reported that the patient experienced recurrent ventral hernia following surgery.